Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a malfunction of the active exhalation control module was observed. The ventilator's active exhalation control module was replaced to address this issue.